Event description:
It was reported to the MFR that the physician was not able to establish communication with the vns pts' device at a follow up visit. Troubleshooting ruled out the programming system as a potential cause. The physician believes that the generator may be at end of service, however, this cannot be confirmed as there is no programming history available to perform a estimated battery life calculation. Attempts to obtain additional info have been made, but have been unsuccessful to date.